Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation findings: the shaver handpiece was received for evaluation and during testing was found to have the potential to operate on its own related to pc board failure. A design change has been implemented to address this failure mode. Conmed linvatec will continue to monitor this product for failures. To date there has been no report of injury associated with this failure mode.

Event description:
It was reported that the shaver handpiece would cut in and out during use. There was no report of injury or surgical delay associated with this event.